Event description:
A customer reported that during a cataract extraction with intraocular lens implant surgery the vitrectomy probe would not work, there was no cutting action in the tip. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: one probe was returned for not cutting. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicates there are no other complaints for this reported issue. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The cutter is in the closed position. Actuation testing was performed and deemed conforming. Cut testing were performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The evaluation did not confirm a cutting issue with the probe. The probe functioned acceptable for actuation and cut testing. Visual inspection did indicate that during the customer use the cutter did shift to the closed position in the port. (B)(4).